Event description:
Atrial capture could not be determined due to underlying rhythm. Possible atrial under-sensing due to the programmed sensitivity of 0.9mv vs functional under-sensing due to the events appearing at the same time as the vs events. No reported patient symptoms at the time of events. Known atrial lead issues by the physician, atrial noise was noted in the bipolar configuration, device was programmed unipolar at the0.9mv. High atrial thresholds on (B)(6) 2023. Atrial unipolar low impedance warning on (B)(6) 2023 (152 ohms noted, lower threshold: 200 ohms) suspected atrial lead insulation issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).